Manufacturer narrative:
Lot 15420701: UDI (B)(4). (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported when an aortic extender component deployed just below the renal arteries, the device moved slightly proximally to the intended position and partially covered the renal arteries. A bare metal stent was implanted in each artery and the flow was maintained. The procedure was concluded without any other reported issues. The patient tolerated the procedure.